Event description:
It was reported that the procedure was to treat the distal anterior tibial artery with heavy tortuosity and narrow stenosis the 3.75x38 mm esprit below the knee (btk) scaffold system became stuck on a piece of calcium during advancement. When the device was inflated to nominal pressure, the balloon was noted to be ruptured. The balloon and delivery system were removed and the stent stayed in place. Post dilatation was performed per standard procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.